Event description:
It was reported that the physician placed the lead into the right atrium. He then pulled out the stylet and bent it into a curve. He then could not insert the stylet back into the lead. The lead was removed and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. There was blood in/on the helix mechanism. The lead was returned with blood in the distal conductor at the connector which may have contributed to the reported issue. At this time, the stylet test passed.